Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. Evaluation found that the unit does not sound when the pull magnet is taken off from the magnet plate due to faulty reed switch. The device was received with scratches and indentations on the exterior housing. Both dust covers underneath the battery slots have been damaged. The visual findings revealed signs of dropping or bumping that may contribute to the faulty reed switch. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm does not sound when it should. The date the issue was discovered is unknown and no patient incident or injury was reported.